Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During a clinic follow-up, an increase in the capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead on a non-pacemaker dependent patient. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable.